Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 47mg/dl which was treated by drinking sprite. Customer stated that they had high blood glucose of 278mg/dl which was treated with manual shot and over compensation of manual shot lead to low blood glucose. Customer declined troubleshoot for low and high blood glucose. Insulin pump will not be return for analysis.